Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic colorectal procedure. At the opening after the anastomosis, opening the forceps no click at the end. At the time of disabling the anvil, the black wheel turns in the void. The circular stapler was difficult or unable to open. The device was ultimately able to be opened. The device was moved at the same time it was attempted to open. The twist knob was turned two full times to allow the anvil to tilt. The anvil was fully titled. The anvil could be titled after firing. The anvil was bent. The stapler sizers were used. In order to resolve the issue and complete the case, used another circular stapler. There was no patient harm. The patient outcome is reported as alive, no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The device displayed nicks on the knife blade. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. However, the investigation detected a secondary condition of damaged knife that has no relationship to the reported incident. Replication of the observed secondary knife blade damage may occur if the instrument is applied over an obstruction. The information booklet cautions the user to make certain the section of the tissue to be stapled is free from any metal clips or similar structures; otherwise, the knife blade may not cut. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.